Event description:
Pt states oxygen concentrator machine started smoking causing smoke in the home. Pt reported a burning sensation in nose and throat and watering of the eyes. He then placed machine outside of home and stated it was hot to touch and it also continued to smoke.